Event description:
It was reported that during an rotational atherectomy procedure, a vessel perforation occurred. Vascular access was obtained through the right femoral artery. The 50% stenosed, de novo target lesion was located in the mid left anterior descending (lad) artery. The physician advanced a 1.75mm rotalink burr over a rotawire guidewire through a non bsc 6fr guide catheter and introducer sheath to the lesion. Ablation was performed three times. The physician then inflated a 2.5 x 30mm apex balloon catheter multiple times to pre dilate the lesion. A 2.5 x 30mm non bsc bare metal stent was placed successfully. The pre dilation balloon was reinserted and inflated three more times. A 2.5 x 22mm non bsc bare metal stent was then successfully implanted using the delivery balloon to post dilate multiple times. A perforation was detected but it is unclear when or what device caused the perforation. The procedure was completed by gaining vascular access through the left femoral artery and implanting a 2.5 x 18 non bsc covered stent. The patient was transferred to ICU in stable condition. The next day the patient expired. Cause of death is unknown.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).